Event description:
Foreign matter was found inside of the sterile pouch during labeling process at (B)(4) of a 3.7f 4x4 80cm slalom thrill balloon catheter. The outer product box and sterilized pouch were intact, and the seal of the pouch was not opened. The actual product had no damage. There were no anomalies except for this failure. The product had been already this condition when it was delivered. The product was handled and stored as usual procedure. It was not shipped out of jj warehouse and not clinically used. The product was neither re-sterilized nor re-packaged. The picture of the failure point was uploaded. The product will be returned.

Manufacturer narrative:
Foreign matter was found inside of the sterile pouch during labeling process at (B)(4) plant, jjkk of a 3.7f 4x4 80cm slalom thrill balloon catheter. The outer product box and sterilized pouch were intact, and the seal of the pouch was not opened. The actual product had no damage. There were no anomalies except for this failure. The product had been already this condition when it was delivered. The product was handled and stored as usual procedure. It was not shipped out of (B)(4) warehouse and not clinically used. The product was neither re-sterilized nor re-packaged. One sterile slalom thrill 4x4 80cm 3.7f was received in its original package. A foreign material was found inside the sterile pouch. No other damages were noted. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported foreign material inside sterile package was confirmed. The exact cause of the failure could be related to the manufacturing process. The reported ¿foreign material-in sterile package¿ was confirmed through analysis of the returned device. A risk assessment has been initiated to further investigate the issue.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.